Manufacturer narrative:
The insulin pump was received with a frozen display, followed by a constant tone. The problem has been isolated to the motherboard, but as a result, we are unable to verify the button keypad anomaly and constant tone. No unexpected constant backlight was noted.

Event description:
It was reported by the customer that the insulin pump was giving one constant tone with the backlight on. The customer stated that the insulin pump is in alarm mode and none of the buttons were responding. The customer also stated that after the battery was removed and reinserted, the insulin pump came back on with the back light off but the buttons remained unresponsive. Nothing further was reported.